Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician was unable to duplicate "vent didn't feel right". All testing was performed using a good known test patient circuit. Lap top ventilator 1150 passed extended 67 hour run in test with customer settings without any unusual alarms and conditions. The ventilator also passed ltv final test, which includes many ventilation and alarm functions. Internal inspection does not reveal any abnormalities with ventilator. Unit passed all bench testing.

Event description:
The customer reported, while a patient was connected to model lap top ventilator 1150 the patient insisted the unit did not feel right during inhalation. The patient is long term ventilator dependent. He was removed from the ventilator and placed on a trilogy ventilator. Upon further investigation, the customer stated there is no allegation of patient harm or injury associated with event but definitely knew something was not right with ventilator and intervention was necessary.